Manufacturer narrative:
This is an issue with one sample. There are no further specifics available regarding the patient. Instrument error logs are no longer available to review to determine if there was any system error at the time. The cause of the initial (B)(6) result is unknown. The limitations section of the outside the united states instructions for use states: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
Customer observed an initial result of (B)(6) on the advia centaur xp hcv (ahcv) assay. The (B)(6) result did not match a result from a later sample. The initial sample was re-tested and the result was (B)(6). There are no reports that treatment was altered or prescribed or adverse health consequences due to the initial advia centaur xp hcv (B)(6) result.